Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3. Analysis found non-conformances with the recharger. Analysis found that the recharger had a failed t5180 antenna temp test temp, suspected rtm recharge coil defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 serial/lot #: (B)(6) UDI#: (B)(4). G2: the country of origin is israel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient was recharging the ins, the recharger was heating up while recharging and they also experienced issues with the actual charging of the ins; a message on the controller said "position the recharger where you get the highest number. Wait 10 minutes." This screen was displayed twice. One screen showed that the low number was 0, the middle number was 19, and the high number was 21. The second screen displayed that all the numbers were 0. It was noted that the ins battery was not empty at all. When the representative met the patient on (B)(6) 2025, they used a new replacement recharger and the recharging screen was showing up as normal. When asked about the heating while recharging, the patient reported that there was relatively high heat coming out from two areas of the recharger; there was heating at the recharger box, and heating at the connection point of the cord and the donut. It was noted that there was no patient injury. The issue was resolved.